Event description:
Na

Event description:
The pt stopped responding to sound sensations after falling out of bed. Swelling and bruising were noted over the implant site. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report.